Manufacturer narrative:
Additional manufacturer narrative: valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted four (4) months, underwent valve-in-valve procedure due to dehiscence, paravalvular leak, periprosthetic leak, increased gradient, and aortic stenosis. Patient was noted to have chronic combined systolic and diastolic congestive heart failure. A 26mm transcatheter valve was implanted inside the 25mm valve. Patient left the room in stable condition.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted four (4) months, is planned for valve-in-valve procedure due to paravalvular leak, periprosthetic leak, increased gradient, and aortic stenosis. Patient was noted to have chronic combines systolic and diastolic congestive heart failure. Per received records at time of implant a tiny perivalvular leak was noted to be somewhere on right side. At time of implant the patient native bicuspid aortic valve was noted to be heavily calcified. Approximately one week post implant echo showed mild to moderate regurgitation.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b6, b7, h6. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event was likely due to patient factors/conditions.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted four (4) months, is being evaluated for valve-in-valve procedure due to unknown reasons.